Event description:
After using for one month, it was noted that liquid cannot be stopped from the transfer set, even if closing the clamp. There was no use of additional disinfectant. There was no patient injury or medical intervention reported. No further information is available.

Manufacturer narrative:
(B)(4). The device has been requested, but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary:this report was confirmed in the lab for a broken occluder foot. The cause was undetermined. A batch review for the manufacturing lot number could not be done since the lot number was unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.